Event description:
It was reported that during a starr procedure, the device did not staple but cut. No acoustic feedback during firing. The stapler was completely closed; trigger was closed, incomplete cutting line only from 10 to 2 position. The other tissue must be cut by hand; otherwise staple could not be removed out of situs. Washer was not cut, only unformed staples (some stuck in the stapler), could be removed out of situs. The case was completed by suturing by hand. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the contact. Damaged knife the analysis results found that the device arrived with the anvil shaft bent and the knife damaged; the breakaway washer was present and with an off-center cut. It appears possible that the anvil was pushed far enough off center to result in an off center cut of the breakaway washer and damage the knife by pressing it hard enough against the anvil, causing the damage to the knife and the heat stake posts. This situation normally occurs when the tissue is not evenly distributed in the device. However, it could not be determined what may have caused the anvil to become off center. It should be noted that ensuring that the tissue thickness is within the indicated range, and that it is evenly distributed in the device. Excess tissue on one side may result in unacceptable staple formation and can result in staple line leakage. Please reference the instructions for use for additional information. No functional test was performed due to the condition of the device. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.